Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a concentric, re-stenosed lesion in the distal left circumflex artery with moderate tortuosity, heavy calcification and 90% stenosis, a 2.5x15 mm trek rx balloon dilatation catheter (bdc) was advanced without resistance to the target lesion for pre-dilatation. During the first inflation, the balloon ruptured at 12 atmospheres for seconds. The bdc was removed without resistance from the patient anatomy and replaced with a 2.25x15 mm non-abbott nc bdc which was dilated without any issue. The procedure was successfully completed after use of an unspecified drug-coated bdc. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.